Manufacturer narrative:
(B)(4). UDI# - (B)(4). Complaint sample was evaluated and the reported event was confirmed. The visual evaluation of the articular surface identified flared and compressed dovetail feature. This confirms the reported event. Device history record was reviewed and no discrepancies were found. Damage to the dovetail feature can occur if the articular surface is not correctly placed and oriented before pushing it into the tibial plate using the inserter instrument. The root cause is related to the surgical technique. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional concomitant medical products: nexgen option stemmed tibial plate, sz 3 item # 00598603701 lot # 64107814; nexgen lps option femoral, size e-rt item # 00599601552 lot # 63840506; nexgen lps-flex fixed nsm art surf ef 3-4, 10mm item # 00596403210 lot # 64198302. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during a total knee arthroplasty that the articular surface would not seat into the tibial tray. The surgeon made several attempts; however, the articular surface still would not seat. It was noted that the product was damaged and another device was used to complete the procedure without issue.